Event description:
Information received by medtronic indicated that the customer received multiple pump errors occurred twice. The customer stated leaving the insulin pump in the bathroom, the insulin pump beeped, the screen faded away and had a blank display, and mentioned the internal battery got depleted. No harm requiring medical intervention was reported. Troubleshooting was performed and the customer was not able to clear the alarms. Assisted customer with changing the battery with a new one and the customer stated the insulin pump display returned after the restart. However, the customer will discontinue using the device, and will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring=black on (B)(6) 2022 customer called in with the following concern: insulin pump error twice and error insulin error. Blank display. Insulin pump beeping and no longer working screen fading away. P-cap locked in place properly during testing. Unit was successfully downloaded using (thus software). The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. Unit passed the displacement test and self test. Audio options screen was set to low and high volume and all volume settings functioning accordingly to settings. No volume anomalies noted during testing. No insulin pump error alarm noted during testing. However, on (B)(6) 2022 multiple insulin pump error were recorded. Insulin pump error file number=2005 line number=5632. Per r&d investigation insulin pump error was cause by unstable power to the rf chip. Esf# (2610666). Insulin pump error alarm was cause by lcd test failure. Variable info= 02. Problem isolated to electronic assemblies. Device also recorded insulin pump error device was cut open and perform a visual inspection on connectors and electronic assemblies. Per visual inspection it was determine that the ingress of water corroding electronic assemblies causing electrical short. Device received with cracked case (battery tube), cracked battery tube threads and scratched case. In conclusion customer conclusion is confirm during download history review. Anomalies were cause by corroded electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act